Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. Open receiver and perform internal inspection: failed - found defective battery with cracked controller chip. Remove and replace battery, turn on receiver: passed. Screen trend graph: passed - rx unit is showing that battery is charging and battery circuitry is working properly. Test on receiver functional test station with a good know battery: passed all relevant testing. Perform overnight charging and discharge test with a good know battery: passed - battery capacity test is good and this also indicates that the receiver itself it is working properly. The complaint was confirmed because a defective battery assembly prevented the receiver from powering on and\or will ceases to function. Root cause:the root cause of receiver ceasing to function is a defective. The reported event that the receiver ceased to function was confirmed. The root cause of receiver ceasing to function is a defective battery.